Event description:
Reporter indicated a vns therapy pt underwent vns therapy replacement surgery due to a lead discontinuity. The explanted vns therapy system was returned to the MFR. Generator analysis revealed no performance anomalies. The lead is pending analysis. Good faith attempts to obtain additional info have been unsuccessful to date.